Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included appendectomy, penicillin allergy, hives, chickenpox, penicillin allergy, unilateral renal calculus and foot operation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy laparoscopic bilateral salpingectomy, cystoscopy and novasure global ablation hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine haemorrhage to be related to essure. The reporter commented: insertion details-left-4 and right-2 coils were noted to be present in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included appendectomy, penicillin allergy, hives, chickenpox, penicillin allergy, unilateral renal calculus and foot operation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy laparoscopic bilateral salpi ngectomy, cystoscopy and novasure global ablation hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine haemorrhage to be related to essure. The reporter commented: insertion details-left-4 and right-2 coils were noted to be present in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.